Event description:
It was reported that the subject was enrolled in the (B)(6) study. It was discovered on (B)(6) 2012 that the previous device was a stryker product implanted on (B)(6) 2011. The subject was revised on (B)(6) 2012 with the triathlon ts system due to aseptic failure of the primary with global instability.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.